Manufacturer narrative:
Additional device information: model no. 16-16-55l lot no. W09-2745-007, expiration date: 10/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2009, patient presented with ectatic right limb; had implant of a 28-16-120bl bifurcated device and two limb extensions on the right limb. The physician was unable to get good seal on the right side; however, decided to monitor the patient. On (B) (6) 2009, the patient was treated with an additional limb extension with good results.